Manufacturer narrative:
Initial and follow-up 1 report filed under manufacturer number 9681138-2011-00216, this number has since been changed to 3003721894-2018-00099. All follow up reports will be submitted under the current manufacturer number of 3003721894-2018-00099. 3003721894-2018-00099 is associated with argus case (B)(4) super poligrip. 02 february 2021: follow-up 2 report was erroneously submitted for MFR 3003721894-2018-00099, as follow-up to MFR 9681138. This is a corrected initial report 3003721894-2018-00099.

Event description:
Neuropathy [neuropathy], polyneuropathy [polyneuropathy], zinc toxicity/zinc poisoning [metal poisoning], nerve damage [nerve damage], lost balance [balance difficulty]. Case description: this case was reported by a consumer and described the occurrence of neuropathy in a male patient who used super poligrip for over 30 years as a denture adhesive. The patient's past medical history included back surgery, four-vessel coronary bypass graft, motor vehicle accident, and sacral surgery. Concurrent medical conditions included diabetes. Co-suspect medication included fixodent. On an unknown date, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced neuropathy, polyneuropathy, zinc toxicity, and nerve damage. At the time of reporting, the events were unresolved. Information was received on 16 august 2011 by a pro se patient via a legal complaint and medical records. A complaint was received involving poligrip and fixodent. According to the complaint, the patient reported using poligrip (marketed in the us as super poligrip) and fixodent alternately for more than 30 years. The patient reported having symptoms for more than 30 years, which continued. The patient experienced "neuropathy manifesting all the classic body dysfunctions and ailments caused by the presence of high level of zinc" in the blood. The patient reported having a zinc level of 365 (normal 60 to 120). The patient was also diagnosed with diffuse severe peripheral polyneuropathy. According to the patient, the physician considered the patient's disability as permanent. The patient received physical therapy treatments twice a week due to abnormality of gait (at least as early as (B)(6) 2010). Electromyogram (emg) and nerve conduction studies (ncs) of the lower extremities revealed electrophysiological evidence of diffuse moderately severe sensory motor axonal and demyelinating peripheral polyneuropathy affecting both legs (completed on (B)(6) 2010 and confirmed with medical records). Vestibular testing revealed evidence of central and peripheral vestibular dysfunction (completed on (B)(6) 2010 and confirmed with medical records). The patient was treated with epley's maneuvers and anodyne therapy twice a week for four to six weeks. The patient had a 14 percent final whole person impairment based on a computerized muscle strength valuation system (completed on (B)(6) 2009 and confirmed via medical records). An upper emg examination (completed on 01 june 2010 and confirmed with medical records) showed moderate bilateral sensorimotor demyelinating and axonal median nerve neuropathy at the wrist, consistent with bilateral carpal tunnel syndrome. There was electrophysiologic evidence of a diffuse moderate sensorimotor axonal and demyelinating peripheral polyneuropathy. The patient also had imbalance problems with gait abnormalities. According to medical records, on (B)(6) 2010, the patient had an initial neurological consultation. According to the patient, the symptoms started several years ago without triggering events and had progressively worsened. The patient complained of numbness and tingling in both feet that was intermittent and accompanied by persistently unsteady gait, imbalance, and frequent falls. Assessment included peripheral neuropathy and unsteady gait. On (B)(6) 2010, the patient reported having had balance problems in the past. However, since his back surgery, this exacerbated his balance problems. The patient had constant falls and sometimes used a cane. On 08 april 2010, the patient picked up orthopedic insoles and shoes. On (B)(6) 2010, the patient complained of numbness and tingling in both feet and both hands. The patient's condition had somewhat improved with physical therapy. His gait was steadier, but he still experienced intermittent numbness and tingling in both feet and also started having numbness and tingling in both hands. The patient was attending physical therapy two to three times a week with moderate relief of symptoms. On (B)(6) 2010, assessment included severe peripheral polyneuropathy associated with diabetes and zinc toxicity. The patient's disabilities were considered permanent. On (B)(6) 2010, the patient continued to complain of numbness and tingling of the feet and to a lesser degree of the hand with unsteady gait and imbalance. Follow up information was received on 05 march 2012 via medical records. On (B)(6) 2010, the patient had been involved in a motor vehicle accident (mva). The patient was a pedestrian and a sport utility vehicle (suv) backed up into him, hitting him into the left hip, knocking him down, and running over his left foot. The patient sustained injuries to the lower back, left hip, left knee, left ankle and left foot. On (B)(6) 2011, the patient had been initiated to physical therapy. He was status post surgery of the lumbosacral spine with internal fixation devices. He described the pain as severe. On (B)(6) 2011, the patient had been experiencing flare-up of back and bilateral leg pain. On (B)(6) 2011, the patient had radiating symptoms to both legs and numbness in both legs. He was scheduled for epidural injections. On (B)(6) 2011, the patient had an emg that showed diffuse moderate sensorimotor demyelinating and axonal peripheral polyneuropathy. The manufacturer's report number for this case is 9681138-2011-00216. Super poligrip is manufactured in dungarvan, ireland, and neither the product nor lot number for this product was available. Follow up information was received on 23 march 2018 via legal complaint completed by the patient and/or the patient's representative and the reporting attorney. It was a pro se case. It was reported that the patient used zinc free poligrip denture cream. It was also reported that, four years ago, the patient experienced lost balance (indicative of zinc poisoning).